Event description:
It was reported that during surgery a foreign substance was found inside of the sterile tray before package was opened. No injury reported, and no info on surgical delay was provided. No additional information noted as a result diligence is complete.

Manufacturer narrative:
This incident is being recorded under cmp-1007201. Once investigation is complete a supplemental/final report will be submitted. G2: foreign: japan e1: telephone:(B)(6).

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint can be confirmed through the returned product analysis. The device was returned sealed in the tyvek tray. Visual inspection confirmed there was a piece of loose debris sealed inside of the tray. The device history record was reviewed and no discrepancies relevant to the reported event were found. Root cause has been identified as a manufacturing issue. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information is available.